Event description:
Display backlight failure [device issue]. Case description: this initial device case report was received on 10/08/2014 from a respiratory therapist (rt) in the united states who called ikaria regarding a display issue with inomax dsir# (B)(4). The device was not in use on a pt at the time of the device issue. The rt reported that the device would boot up normally on ac power, but the display would then turn a reddish/orange color. If the device was removed from ac power, the entire display would go blank. The rt also mentioned that when booted up on battery power alone, the display was fine. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service investigation. Investigational results were received on 11/07/2014. Case comment: on 11/19/2014: this device was not in use at the time of device issue and did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). Device investigation was completed on 11/07/2014. Eval summary: inomax dsir# (B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) confirmed the reported complaint of pink screen. The device would boot into customer mode with a red hue on display. When the device was booted with power applied, the display would remain lit until power was removed. If the device was booted with power removed (running on battery), the display would remain lit until power was applied (running on ac). In both cases, the device would return a delivery failure for backlight current below minimum. The service log review revealed several delivery failure (df) alarms due to backlight current below minimum. The rsc replaced the touchscreen/display assembly due to color issue and backlight failure. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00023).